Event description:
The aga medical sr. Field clinical specialist was at an asd case on 4/20/2006. The echo showed a small asd with deficient anterior rim. The physician was a little concerned about the deficient rim but attempted and successfully implanted a 12 mm asd device. A tug test was done as well which showed a secure position. The device released. The physician checked the position again on fluoro before breaking scurb and came to find that the device had migrated into the left atrium. Echo was immediately called back to the room and showed the device was noted to be freely moving within the left atrial cavity and after a few minutes it advanced into the left ventricle, accross the aortic valve and lodging in the transverse aorta arch. The physician contemplated on trying to snare it, but decided against it since he didn't intend to put a larger device in due to the deficient anterior rim. The patient went to surgery for removal of the device and asd closure. Surgery went well. The device was easily removed via a small opening on the ascending aorta, on circulatory arrest. The device had not removed anymore and was firmly in place in the transverse arch. The surgeon then suture-closed the asd. The surgeon said that it did no look particulary large and that it did have septal rim tissue all around. The patient did very well. The device was disposed of by the hospital.